Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule. H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
Dexcom was made aware on (B)(6) 2023, that approximately on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction with redness, inflammation, and infection at the needle puncture site which occurred the day after the sensor had been inserted in the abdomen. The patient was presented to the doctor on (B)(6) 2023 immediately after he noticed the skin reaction. The reaction was described as: a pencil-tip sized hole in the skin with a surrounding lump. The skin reaction was treated with cefalexin, one time injection provided by the doctor on (B)(6) 2023. After the injection, the patient was given (oral antibiotic) cefpodoxime 200mg tablet - two times a day - for ten days -(started on (B)(6) 2023). The patient was advised by the doctor if the wound opened further, to clean it with alcohol. Photo of the skin reaction in the complaint record was reviewed. The close-up photo shows a small lump at the needle puncture site and the skin around the area is red and swollen. The photo confirmed the skin reaction. At the time of the report, the patient was in good condition. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.